Event description:
Patient (pt) reports that pump broke during infusion. Pt had already opened xembify vial (inf must be complete within 2 hours) and had filled syringe trying to use in pump. The pump broke while trying to insert syringe and no longer winds. Her daughter also tried to help but neither of them could get it to wind. Discussed possibly pushing manually however per pump program already takes 1 hour 55 minute with pump so she wouldn't get her full dose by the end of the 2 hour mark. Unknown if pt missed a dose. Intravenous immunoglobulin other.